Event description:
It was reported that the vns patient¿s device was explanted on (B)(6) 2014 because it could not be programmed off. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator (at a distance of one-inch (spacer block) from the programming wand) was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.